Event description:
While implanting corail stem, surgeon noted a crack in the femur. The crack was secured with cables, resulting in a 15-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.